Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported by the customer that the bd intelliport tablet showed rocuronium without anyone attaching a syringe to the injection site. The following information was provided by the initial reporter: "material no: 516704. Batch no: 20057t03. It was reported by the customer that the user notified that the tablet showed rocuronium without anyone attaching a syringe to the injection site. Verbatim: material no. 516704. Batch no. 20057t03. It was reported by the customer "user notified that the "the tablet showed rocuronium without anyone attaching a syringe to the injection site. At the time rocuronium appears in the tablet, dr. (B)(6) was trying toenter the dose at the tablet, for another drug.".

Manufacturer narrative:
H6: investigation summary no photos or samples were received by our quality team for evaluation. The certificate of compliance was reviewed and there are no non-conformances associated with this issue during production of this batch. It was found during investigation that there were a series of medications registered by the system as a select med / non-encoded syringe. There is also gateway log which shows that does were manually inputted as rocuronium a few minutes after the selected med was recorded. Therefore, the behavior described by the clinician is designed in the intelliport system.

Event description:
It was reported by the customer that the bd intelliport tablet showed rocuronium without anyone attaching a syringe to the injection site. The following information was provided by the initial reporter: "material no: 516704 batch no: 20057t03 it was reported by the customer that the user notified that the tablet showed rocuronium without anyone attaching a syringe to the injection site.